Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery. A 2.25 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. However, when the stent was delivered to the lesion, the stent was detached. A balloon and a micro catheter were then used to retrieve the detached stent completely. No patient complications were reported and the patient's status was good.